Manufacturer narrative:
The device was not returned to conmed, and although no device malfunction was reported, the device cannot be evaluated. However, photographic evidence has been provided which confirmed the reported injury; the burn is on the patient's back. The reported device was placed on the patient's leg. No malfunctions were reported for the reported concomitant devices, and to date, only the system 5000 front panel will be returned to conmed for evaluation. A review of the manufacturing documents verified the device was produced per current and approved procedures and material specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified at the time of manufacture. A review of this lot number, with (B)(4) devices manufactured, showed no other complaint for this lot product and event description. A two-year review of complaint history revealed one other similar complaints for this product family and failure mode. In that same timeframe, (B)(4) units of this product family have been sold worldwide, making the rate of occurrence (B)(4) percent. A risk analysis was unable to be conducted due to lack of a failure mode of the device. The instructions for use for the 410-2000 surefit, advises the user of the following warnings and contraindications. - some equipment and/or techniques fall outside the intended use of standard electrosurgery dispersive electrodes, such as application of high current, long activation times, or use of conductive fluid (e.g. Tissues ablation, joint abalation, etc.). In these high current procedures, there is a risk that excess heat may build up in standard dispersive electrodes which may result in patient injury or burns. - surefit dual dispersive electrodes are not recommended for use in high current procedures where the activation time and current exceed 30 a2s in any 60 second period. - ensure full contact of the pad with the patient's skin. Failure to achieve good skin contact by the entire adhesive surface may result in electrosurgical burns or poor electrosurgical performance. The instructions for use for the system 5000, advises the user of the following warnings and contraindications. - heat applied by thermal blankets or other sources is cumulative with the heat produced at the dispersive electrode (caused by electrosurgical currents.) Choosing a dispersive electrode site that is remote from other heat sources may minimize risk of a patient injury. - the patient should not be allowed to come into contact with metal items that are grounded or have an appreciable capacitance to earth (such as operating tables, supports, etc.) - if a dispersive electrode or a.r.m. Alarm is sounded intraoperatively, physically confirm proper dispersive electrode attachment to the patient and confirm that the display falls within the set range. Due to the severity of the reported injury, additional investigation will be conducted to assess if the involved devices contributed to this injury. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of the user facility that 1.5 hours prior to the procedure ending, using a 410-2400 surefit, the patient suffered an alternate site burn on their back. The reported device was placed on the patient's leg. There were no reported surgical complications or delays. This report is being raised on the basis of a reported patient injury.